Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The physician decided to remove and replaced the ra lead prior to pocket closure. The device was successfully implanted and remains in service. No adverse patient effects were reported.